Event description:
Advanced practice registered nurse performed an in-office procedure on this patient called a sphenopalatine nerve block in which a sterile cotton tipped applicator with lidocaine is placed in both nasal cavities to help break-up migraine cluster headaches. The applicators used were: medline industries, lp and are the medline brand. They are 6 inch plastic shaft sterile cotton tipped applicators that comes in packs of 2. The lot number is 29523100001, manufacture date 10-05-2023. The reference number is (B)(4). When the aprn removed the cotton tipped applicator from the left nasal cavity, the cotton tip was no longer attached to the applicator. The patient was advised to go to the emergency room for further evaluation to ensure the cotton tipped applicator wasn't stuck in his nasal passage. At this time the patient has continued to deny evaluation and treatment to determine the location of the cotton tip.